Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a windows configuration issue. A technical support specialist remoted into the station and updated the time, synchronized with the current time, to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a delay in showing up patients. The customer reported that the time stamp on the machine was off by 20+ minutes and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.